Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up, possible under delivery anomaly. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported pump is warm, hot, or overheating. Customer is not calling back after previous troubleshooting customer reported high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. Pump did not pass the sleep and active current measurement test due to high currents. Pump was monitored, and no device heating up noted during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 21.3 units of normal bolus was delivered on (B)(6) 2024 between (B)(6) 2024 00:02:13.000 and (B)(6) 2024 23:57:15.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies in the pump trace download. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 23.5 mv. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Device heating up was not confirmed. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bg's. Pump received with a high sleep current measurement, problem was isolated to pcba 1 and pcba 2. No current code/category was confirmed due to high sleep and active current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.